Manufacturer narrative:
The broken bag would delay the intubations of the patient. Based on the reported information and the adverse event originating in the united states, the criteria for reporting an adverse event have not been met.

Event description:
During intubation the bag broke apart. Possible delay in intubation but no details given on the patient affect.

Manufacturer narrative:
The broken bag would delay the intubations of the patient. Based on the reported information and the adverse event originating in the united states, the criteria for reporting an adverse event have not been met. Summary: attempts to get information from the end-user was unsuccessful to determine the location of the device break. It is likely that the patient valve was not fully connected to the resuscitation bag body. Ra: RMA-20020 r37 "device cannot perform as intended" identifies potential broken resuscitation bags not able to perform as intended. No update to RMA required.

Event description:
During intubation the bag broke apart. Possible delay in intubation but no details given on the patient affect.